Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient is experiencing pain and a burning sensation at the incision site so they were advised to decrease stimulation to see if that helps, but the patient declined because they are seeing improvement with their symptoms. They believe the pain is because it is a fresh incision and believe it isn't stimulation related. They also said they had rolled over in bed and thought something pulled. No further patient complications have been reported as a result of this event.